Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports her daughter was using the gauze and developed an infection in her blood and passed away.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Although a sample was not returned for investigation, a corrective and preventive action (CAPA) was opened to address issues with open and pinched seals. On (B)(6)2018 , while conducting product checks, primary packages with open seals were found during production. These packages are a flexible sealed pouch that contains the product. The affected product codes are 3332, 6715, 6716, 7880, 441103 and 441106 which were produced (B)(6)2018 through (B)(6)2018 . The root cause of the investigation was identified as a broken bolt on the assist sealing die lift cylinder. As a result of the damaged hardware, the sealing die did not perform properly which resulted in open and pinched seals on the packages. While the plastic is forming the trays, it will be softened by two heating stations and then formed. The plastic is first heated with a contact heater on both sides. Air pressure is then applied during the heat cycle to form the tray. Without the sufficient pre-heat form temperature, although improbable, could affect poor tray quality, resulting in thin areas, holes, or distortion. An impact assessment was completed and issued to document this investigation and actions relative to hazard and risk identification. Corrective actions were then put into place to correct the broken bolt and improve the process to eliminate open and pinched seals. This included replacing the broken bolt on the assist cylinder sealing die lifting system, installation of new alignment pins to prevent movement, and extending the web support rails at the entry and exit points of the sealing die. Preventive actions consisted of an evaluation of the equipment, 100% product inspection, and any impacted lots contained. This complaint will be used for both trending and tracking purposes. Section d1 (brand name): this was originally filed as 2585 kerlix sponge m str 2's and should be unknown wound care. Section d4 (model number and catalog number): this was originally filed as 2585 and should be unknown wound care.